Event description:
The customer reported that the system would not boot up. There is no report or pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The single board computer was replaced. The sys was then found to be operating as intended.